Event description:
The following information was reported to gore: on an unknown date in (B)(6) 2010, a patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for an abdominal aortic aneurysm. On an unknown date, a follow up examination revealed a distal type I endoleak. It was reported, a likely cause of the endoleak was enlargement of left common iliac artery. On (B)(6) 2020, the patient underwent a reintervention. The left internal iliac artery was coil embolized and two additional stent grafts were deployed to extend the device to the left external iliac artery. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.